Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported event. The fsr performed the operational verification procedure and reported the device runs according to service specifications.

Event description:
The customer reported while using the vela ventilator; the device had a constant apnea alarm on assist-control mode. The customer reported there is no patient involvement associated with the event.